Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to expired life expectancy of printed circuit board (cr), the supply pressure sensor does not work properly, due to damage on k connector unit, gas leakage from the primary piping is found and due to damage on the manifold unit, gas leakage from the secondary piping is found. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the high flow insufflation unit exhibited that due to expired life expectancy of printed circuit board (cr), the supply pressure sensor does not work properly, that due to damage on k connector unit, gas leakage from the primary piping is found and due to damage on the manifold unit, gas leakage from the secondary piping is found. There were no reports of patient involvement.